Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no patient harm or symptoms related to the lead being left inside the patient. No additional surgery or procedure was scheduled to remove the component in the future. The cause of the 'didn't work' was not determined.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when patient attempted to put into MRI mode, she was not able to. Caller reports this happened sometimes in 2021. Caller reports patient do not have her controller with her for further troubleshooting. Provided patient services contact. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient not being able to access MRI mode is unknown. When asked what most likely caused it, the response was "old". The steps taken to resolve the issue were a new device was placed.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0xa3w implanted: (B)(6) 2015 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated pt's elig cannot be determined, code (B)(4). Tss reviewed this indicates abandon product. Tss looked in drs and found the date from previous lead removal where it indicates partial removal. Tss reviewed info with caller, caller did not have any details, only the code. Tss flagging due to partial lead mentioned in drs already. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the partial lead removal was it didn¿t work. The issue was confirmed resolved.